Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, a pump position adjustment was made, and the anchor ring could not be secured afterwards. Log analysis was not necessary for this complaint. The most likely cause of the positioning issue was touhy-borst related. The cause of the touhy-borst issue was unable to be determined because no product was returned. It was reported that the patient died from multiple organ failure, and there was no relationship between impella cp support and the cause of death.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the anchoring ring could not be secured. The doctor tried to secure the anchoring ring again after adjusting the position, but it could not be secured. Various attempts were made such as pushing it while attempting to secure it, but the issue persisted. The patient was on impella support for 28.75 hours before the patient expired. The cause of death was determined to be multiple organ failure. No allegations were made towards the impella for the cause of death.